Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that the catheter was found broken when the package was opened. Per additional information received via email on 19 november 2019 form ibc representative, the device was used on the patient. Per additional information received via email on 29 november 2019 from ibc representative, it was unknown how the catheter broke.

Manufacturer narrative:
The reported event was confirmed, however, the cause is unknown. Evaluation found a jagged tear at the area of breakage on the returned catheter. How and when event occurred could not be determined. A potential root cause for this failure mode could be due to lower latex/over chlorination/user related (pulling by user/ expose to sharp object). The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "[warnings] 1. Method for use (1) do not inflate the balloon in the urethra. [The urethra may be injured.] (2) do not pull the catheter hard. [The bladder/urethra may be injured.] 2. Applicable patients patients with delirium who might pull out catheter [when patient tugs at catheter unconsciously, the bladder and urethra may be damaged.]"

Event description:
It was reported that the catheter was found broken when the package was opened. Per additional information received via email on 19 november 2019 form ibc representative, the device was used on the patient. Per additional information received via email on 29 november 2019 from ibc representative, it was unknown how the catheter broke.